Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of an impending rupture of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. On an unknown date, a follow-up exam identified aneurysm enlargement (amount unknown). On (B)(6) 2020, an open aneurysmorrhaphy was performed to treat the aneurysm enlargement. The physician¿s thought of cause of aneurysm enlargement was not able to be obtained.

Manufacturer narrative:
D.11. Other devices: rlt231412j lot#: 20586704 UDI: (B)(4), plc161400j lot#: 16014455 UDI: (B)(4). Since it is not known which device(s) contributed to aneurysm enlargement, all were investigated and all lots met pre-release specifications.